Event description:
It was reported that the event occurred while in the cath lab during insertion. The sheathed intra-aortic balloon (iab) was properly prepped and inserted via femoral without incident. The spring wire guide (swg) was removed from the central lumen. The doctor attempted to aspirate back from the central lumen directly at the bifurcation without using the short piece of tubing; the doctor was unable to draw back. The doctor then put the short piece of ap (arterial pressure) tubing on and attempted to draw back again, but was still unsuccessful. As a result, the doctor removed the iab and inserted another one via the same insertion site without incident. The second iab was successfully aspirated and flushed. There was no approximate 5 minute delay or interruption in therapy with no harm to the patient. There was no report of patient death, complications or injury. No medical/surgical intervention was required. The patient outcome is okay. Additional information received on (B)(4) 2013 from the sales representative stated that when they could not aspirate, the iab was removed, but the sheath remained in place. The second iab was inserted through the same sheath via the same femoral insertion site. There was no difficulty removing since the iab had not been inflated yet and this style 7 fr iab is packaged with a 8 fr sheath. The patient outcome is okay. It was noted that the clinical specialist has contacted the registered nurse educator and will be scheduling an available time for training.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.